Event description:
On 4/17/2023, it was reported by a sales representative via email that an ar-8724-24 low profile screw, 2.4 mm x 24 mm, went straight through an ar-8916vsl-03 volar distal radius plate. Another screw was attempted, and the same thing happened; it went straight through the plate. Finally, another plate was used, and the case was completed successfully without further issues. This was discovered during a procedure on (B)(6) 2023. Additional information received on 4/27/2023: the ar-8916vsl-03 volar distal radius plate could not get any of the screws to lock. The surgeon used the same screw on a new plate which worked successfully. The case was completed with another ar-8916vsl-03 ar-8916vsl-03. This was discovered during a distal radius orif procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling during use.